Manufacturer narrative:
Additional information: section a-3b patient gender: male was the answer provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A defect was noted in the pre-loaded dib00 model intraocular lens (iol) by the surgeon following implantation. The suspect iol was explanted during the same procedure and replaced with another dib00 19.0 diopter that was implanted in the patient's eye. There was no patient injury and no medical and/or surgical intervention was required during the procedure. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 31-oct-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint device was received in a handpiece tray which was in an opened/taped shut sterilization pouch and a portion of the lens was stuck to the handpiece tray. During a visual inspection, the device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the entire length of the cartridge and the cartridge/cartridge tip presented with damage. The lens module was inspected and presented with no issues. The device assembly was inspected and presented with no issues. The piece of the lens was received coated in viscoelastic residue. The lens pieces presented cut. No additional issues were identified. Complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issue reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.